Event description:
Patient stated that she received an 04 (collusion alarm) during a bolus. She stated she then changed the piston rod and adapter and received an 07 (system alarm). She was advised to remove both batteries and press the "s" button to release possible static from the infusion device. She was then advised to reinsert the batteries and reset the time. She was able to then perform a bolus without alarm. She stated the her blood glucose had elevated to 500 mg/dl, due to the system alarm and occlusion. Her normal blood glucose range is 120-140 mg/dl. Upon follow up the patient stated she is doing well. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.